Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that the patient received inappropriate shock by atrial fibrillation with fast ventricular conduction approx. Eight days after the implantation. The device was interrogated and drug therapy was changed. According to the update received on the (B)(6) 2022 the home monitoring data showed atrial undersensing. It was decided to report this atrial lead.